Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that a few days post-implant, this right atrial (ra) lead noted loss of capture. As a result, a revision procedure was performed. Attempts to reposition the ra lead were unsuccessful as the helix was not functioning. As a result, the ra lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This ingevity lead was returned to boston scientific¿s post market quality assurance laboratory with the helix mechanism in a retracted position. Visual inspection found dried blood/tissue around the helix. Subsequent electrical and mechanical testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations.